Manufacturer narrative:
The smiths medical pump was returned in excellent condition. During power up, the analysts performed biomedical diagnostics to check the digital sensors. It was found that the syringe plunger was not in place during the syringe test. Q1 was found to be broken off from the plunger board. This was causing the initial problem and the issue was able to be duplicated. Replacing the plunger board fixed the issue.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump was giving a false reading indicating that the syringe plunger was not in place. There was no reported adverse events.